Event description:
It was reported "while doing a check in today with the vat team staff mentioned a case from back in march. Staff mentioned the insertion was routine, nothing out of the ordinary happened during the insertion. Once they obtained the blue bullseye and were cleaning up the patient complained of a burning sensation in the neck. Shortly after the patient became unresponsive and they initiated emergency response. After a chest xray they noticed the PICC was 3cm too deep. Patient is fine and had no injury as a result." CPR was done to resuscitate the patient. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn #: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported, "while doing a check in today with the vat team staff mentioned a case from back in march. Staff mentioned the insertion was routine, nothing out of the ordinary happened during the insertion. Once they obtained the blue bullseye and were cleaning up the patient complained of a burning sensation in the neck. Shortly after the patient became unresponsive and they initiated emergency response. After a chest xray they noticed the PICC was 3 cm too deep. Patient is fine and had no injury as a result." CPR was done to resuscitate the patient. The patient's current condition is reported as "fine".